Event description:
It is reported that a staff member noted during the sterilization process that many teeth of the tibial broach were broken.

Manufacturer narrative:
This report will be amended when our investigation is complete.